Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
During analysis, a failure event that was unrelated to the reported event was observed. Final analysis found external abrasion breaching the outer insulation and exposing the outer coil, consistent with friction to the device can, located at the proximal region of the lead, and degradation breaching the outer insulation and exposing the outer coil located adjacent to the connector boot.